Manufacturer narrative:
(B)(4). The devices associated with this report were not returned and are presumed yet implanted. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states that patient has undergone closed reductions to address recurrent dislocation. Update rec'vd (B)(6) 2014- patient was revised to address dislocations. Update rec'vd (B)(6) 2014- clinical states dislocation and adverse tissue reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient's medical records were received. Records indicate upon revision the it was found the patient had abundant fluid in their hip. It was believed the excessive fluid and dislocating led to stretching of the patient's pericapsular tissue. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.